Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service & repair evaluation/review was attempted; no service history review can be performed as part number 357.372 with lot number(s) 9886921 is a lot/batch controlled item. The manufacture date of this item is 8-sep-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was conducted. The report indicates that: DHR review for part.: DHR review for part#357.372 lot#9886921. Release to warehouse date: 08-sep-2015. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The customer reported the item required a new alignment. The repair technician reported the alignment was broken. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(4) 2016 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in docusphere document management system. The evaluation was confirmed. Customer quality investigation engineer confirmed with repair technician that the tab on the inside of the alignment indicator broke off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported that a helical blade inserter needs new alignment indicator. This was found after sterilization when the technician was putting the helical blade inserter back together. No patient involvement. This complaint involves one device. This report is 1 of 1 for (B)(4).